Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the af ablation procedure, when the tacticath se was connected, it showed an error saying that the catheter was for single use only. The device was replaced, which resolved the issue. The procedure was completed with no harm or consequence to the patient from this issue.